Event description:
The attorney alleges that cervical surgery that included rhbmp-2 was performed to address ongoing neck pain. The post-operative period was reported to be marked by increasingly severe pain, swelling of the neck, mental status changes, difficulty swallowing and difficulty breathing. Three days postoperatively, the patient was re-admitted to the hospital with neck swelling and dysphagia. It is reported that the patient continues to suffer from the dysphagia, pain and intermittent swelling of the neck. A review of the patient's medical records has found that the patient underwent anterior cervical discectomy and fusion (acdf) with rhbmp-2-packed interbody cages and instrumentation. Three days postoperatively, the patient was readmitted with neck swelling, and dysphagia that presented as an inability to swallow her saliva. A PICC line was inserted. The patient was discharged 5 days after readmission on po liquids, oral medications and IV fluids. The physician's notes suggest that the dysphagia was presumably secondary to the cervical spine surgery. Medical records/follow-up visits for the next five months show continual improvement in cervical symptoms, voice, and swallowing issues. Eighteen months post implant, physician's notes indicate that the neck pain is resolved and the patient denies sore throat, hoarseness, and dysphagia. Follow-up at 23 months found that the neck pain began to worsen after the patient fell, however she denied sore throat, hoarseness, and dysphagia. The patient reported feeling "lightness" in her throat a month later and a subsequent ent evaluation approximately 26 months post implant found no aspiration or anatomical abnormality, but mechanical obstruction. Thirty-six months postoperatively, the patient underwent additional diagnostic voice and swallowing testing, although she was asymptomatic at the time. The patient was reported to be independent in performing vcd and dysphagia management, and was discharged from therapy after 3 sessions.

Manufacturer narrative:
(B)(4): device was not returned to the manufacturer for evaluation. Without additional device information, a review of the device history records is not possible. We are therefore unable to determine the cause of the event.